Manufacturer narrative:
(B)(4). The service engineer replaced the valve from another "normal ventilator." All performed tests and calibrations were then passed.

Event description:
It was reported that the ventilator had a vent inop condition. There is no reported patient involvement associated with this event as it reportedly occured during maintenance.